Event description:
It was reported that the zimmer meshgraft ii was causing a gap too large, not meshing skin. Additional clinical follow up info received on (B)(6) 2010 indicated that the surgeon had to take a scalpel and push thru most of the holes to make the graft expand appropriately. It was then usable and no additional graft was required to be harvested.

Manufacturer narrative:
The device was returned to the MFR for repair. The device is (B)(6) old. Inspection found no defects or damage. Device passed specification and functional tests. The cause of the reported issue is unk. The device was serviced and returned to the customer.